Event description:
On (B)(6) 2022, a customer in germany notified biomérieux of underestimated results when testing with vidas® progesterone 60 tests (ref. 30409, lot #1009453360, expiry date: 25-may-2023) in context of external quality control. Mle range: s: 1910 - 3411, c1: 3.27 - 5.17 ng/ml. Calibration performed on (B)(6) 2022 was valid. S: 2728, c1: 3.97 ng/ml. Calibration performed on (B)(6) 2022 was valid. S: 2728, c1: 4.94 ng/ml. Bio-rad lot: 40390, level 3 below expected range. Level 3: target: 43.9 ng/ml expected range: 36.4 - 51.4 ng/ml. The level 3 control was reconstituted several weeks before with the following results: 32.81 / 30.39 / 30.36 ng/ml. The level 3 control was reconstituted on (B)(6) 2022 with a result of 28.52 ng/ml. According to the customer, all the other parameters (e.g. Tsh, ft3, ft4) are within their expected ranges. This lot was first used on (B)(6) 2022. The customer went to test the level 3 sample again but did not have any of the vidas kit remaining to perform testing. Biomérieux data scientists calculated the new expected ranges taking into account the impact of improvement performed on new lots of vidas progesterone (starting from lot 1009323920). The updated values are: progestérone ng/ml level 1: target 0.779 ng/ml (0.390 ¿ 1.168). Level 2: target 11.4 ng/ml (8.5 ¿ 14.3). Level 3: target 35.3 ng/ml (29.3 ¿ 41.4). With this updated range, the values obtained from the first reconstituted samples (32.81 / 30.39 / 30.36 ng/ml) are now within the range. However, the value from (B)(6) 2022 is still below the expected range (28.52 ng/ml.). There is no patient associated with this external qc sample; therefore, there is no adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated. Note: (B)(4) is not registered in the united states. The u.s. Similar device is product (B)(4).

Manufacturer narrative:
This report was initially submitted following notification from a customer in germany regarding underestimated result when testing with vidas® progesterone 60 tests (ref. 30409, lot#: 1009453360, expiry date: 25-may-2023) in context of external quality control. A biomérieux internal investigation has been completed with the following results: customers material. Two (2) vials of quality control biorad lot: 40393 level 3 was received from the german customer. One of the vials was already reconstituted. Investigation outcomes: complaint analysis: the complaint analysis did not reveal this issue as a systemic quality issue. Quality control records: there is neither CAPA nor non-conformity linked to this issue on this vidas assay. Analysis and tests conducted by complaints laboratory: control chart analysis. This analysis was carried out: on six (6) internal samples with a respective target at 1.10 / 1.26 / 10.9 / 13.0 / 33.9 and 42.8 ng/ml. On at least nine (9) batches of vidas progesterone including the customer lot: 1009453360. The analysis of the control charts showed that all results are within specifications and the lot mentioned by the customer is in the trend compared to the other lots. Tests performed using internal samples. Our complaints laboratory tested six (6) internal samples with different targets (same samples as mentioned above) on : vidas progesterone lot: 1009453360 and lot: 1009323920 as a reference. The results obtained complied to the expectations with no significant difference compared to the results observed before the batch release. So there is no evolution over time of the samples activity. Tests performed using quality control samples from biorad: as part of the continuous improvement of our reagent, an adjustment of the calibration curve was implemented on vidas progesterone assay, starting from lot: 1009323920, to be better correlated to the reference method gas chromatography mass spectrometry (gc-ms). Based on this information, our complaints laboratory tested quality control samples from biorad level 3 lot: 40393 on different lots of vidas progesterone ref.30409. Lot: 1009144570 (batch before the action) and lot: 1009453360 (lot mentioned by the customer), lots: 1009323920 and 1009591390 (lot used as a reference and also concerned by the action). The results obtained on vidas progesterone lot 1009144570 are higher than the ones observed on the three (3) other lots and within the range provided by biorad. The three (3) other lots, including the lot mentioned by the customer, gave results with no significant difference between them and these results are too low compared to the range provided by biorad. They are in accordance with the range recomputed by our data science department taking into account the action implemented. Only the vial already reconstituted by the customer gave results slightly below the lower part of the new range but it could be due to a stability issue of this vial. Following the improvement, a customer service notification (csn 2022-005-0) with a customer letter was issued in june 2022 to inform the customer about this action and that a slight drift may be observed when performing internal quality controls follow-up. It was recommended to adjust the acceptable ranges of these quality control materials (e.g. Apply a probatory period) when using vidas® progesterone kits, starting from the lot number: 1009323930. Biomérieux also informed some quality control suppliers (e.g biorad) to inform them about the action. Regarding the issue observed on the external quality assessment program from randox (cycle 57/ sample ID 3), without the quality control sample available, it is not possible to explain the result observed by the customer. Moreover, as it is not possible to have the detail of lots used by the vidas peers, so we cannot know if the consensus value was obtained using mainly previous lots or new lots concerned by the action implemented. However, based on the analysis of complaints, there is no uprising trend of such issue. Conclusion: the customer's anomaly (namely underestimated results) was not reproduced when testing internal samples with different targets. Based on the different testing outcomes, the phenomena observed by the customers can be due to the improvement implemented on vidas progesterone reference 30409. According to the data mentioned above, there is no reconsideration of vidas progesterone lot: 1009453360.